Event description:
Physician reported, intracapsular rupture. This relates to the right device. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Previous emdr reported, rupture. Upon receiving device information, it was found, that device is non-PMA approved. Hence, rupture is being unreported.

Manufacturer narrative:
Previous emdr reported, rupture. Upon receiving device information, it was found, that device is non-PMA approved. Hence, rupture is being unreported.